Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an uncontrolled flow of fentanyl occurred involving a sigma spectrum device. The customer reported that the nurse unloaded the IV tubing incorrectly from the device. The roller clamp was not closed prior to the nurse opening the door, who then improperly removed the IV set from the device. Proper procedure calls for the IV set to be removed from the top load points first, instead of the bottom load points to ensure that the slide clamp occludes the line to prevent uncontrolled flow. In this instance, the slide clamp and roller clamps were not properly set, and as a result, an uncontrolled flow of fentanyl occurred. An unspecified patient injury requiring medical resuscitation occurred as a result of this event. It was reported that the medical resuscitation was successful. There is no further information regarding this event.